Manufacturer narrative:
It was reported that the patient is experiencing swelling to both knees, legs and hands, weakness and cold two weeks after being revised. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. A technical investigation was not possible to perform, as the devices were not at hand. The gamma sterilization specification of the device certified the suitability of sterilization. The irradiation certificate of the affected lot was reviewed and was found to be according to specification. Therefore, it could be excluded that an unsterile device caused the infection. Moreover, no trend on infection was observed for this product family. Therefore, it was highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer devices. All possible causes for the event are covered in the dfmea ot the reported device. It was unknown what caused the reported symptoms. It was unknown if these symptoms were due to an early infection. Irradiation certificate of the affected lots were found to be according to specification. Therefore we could exclude that our product caused an infection. An exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient is experiencing swelling to both knees, legs and hands, weakness and cold two weeks after being revised.